Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had experienced low blood glucose. The customer¿s blood glucose level was 51 mg/dl. The customer did not experience any symptoms of low blood glucose value. It was unknown whether the customer was using auto mode or not. The insulin pump had a blank and frozen display. Customer stated the time clock does not advanced. Customer stated no alarms occurred during or after the time that the buttons were not responding. No further complications were reported. The customer will discontinue to use the device.

Manufacturer narrative:
Unable to performed the displacement test and self test due to severely cracked lcd glass. Unable to download history files using thus software. Unit received with moisture damage was also found on the force sensor, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, and motor during visual inspection. Unable to verify blank display and unresponsive keypad due to severely cracked lcd glass. The following were noted during visual inspection, broken belt clip rails, cracked battery tube threads and cracked case corner of belt clip rails. The unit p-cap / test reservoir locks in place properly. Unit confirmed with severely missing segments due to cracked lcd glass. Unable to verify blank display, frozen display and unresponsive keypad due to severely cracked lcd glass. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.